Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/nini - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, hematoma, fibrosis, adhesions, pain and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "mesh folded and contracted in the anterior position." The instructions-for-use supplied with the device lists hernia recurrence, hematoma, adhesions and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/nini - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right direct inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "a small indirect hernia sac and the internal ring was seen with very weak floor. A perfix plug was placed into the internal inguinal ring and sutured. The onlay patch was attached medially to the pubic tubercle to reconstruct the floor of inguinal canal." (B)(6) 2017 - patient was diagnosed with right inguinodynia and recurrent right inguinal hernia, meshoma, nerve entrapment, left indirect inguinal hernia and recurrent umbilical hernia thereby underwent repair with explant of perfix plug. Per operative notes, "the entire direct space was exposed mesh with adherent omentum and colon. Dissected the peritoneum off the plug and exposed mesh. The genital nerve involved in the plug and cord structures was noted, neurectomy was performed. Significant scarring of mesh in anterior plane was noted with mesh folded and contracted in the anterior position. The ilioinguinal and iliohypogastric nerves are entrapped in the mesh. Bulk of mesh off the floor were resected and left a rim of mesh on the posterior aspect of cord structure. All the mesh and plug was removed. A piece of synthetic mesh was placed covering the defects. Similar procedure was performed on the left side with another synthetic mesh placed. The umbilical defect was placed with a piece of synthetic mesh and sutured." Attorney alleged that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries.